Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level was 213 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.